Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the correct amount of insulin that should have been administered does not match the amount administered by the pump in the device history. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.